Event description:
It was reported the epg (external pulse generator) "paced putting in extra beats." It was suggested by the technical consultant that the epg be returned for analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.